Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted d2 diode on the bedside pca. The root cause for the shorted d2 diode could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a charger was unable to charge a battery pack.